Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was initially not able to be interrogated. The wand was moved around over the s-ICD and it was then able to be successfully interrogated. No adverse patient effects were reported. The patient and/or model/serial information on this device was not provided and unable to be obtained.